Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.5, lab: 2.9, date: (B)(6) 2011, inratio: 3.1, lab: 2.6. Therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.